Event description:
The customer reported the radical-7 "switches off when not connected to the rds docking station". There was no patient impact or consequence reported.

Manufacturer narrative:
The returned radical-7 was evaluated. A partially shorted component on the instrument board resulted in the handheld powering off and emitting an alarm when undocked.

Event description:
The customer reported the radical-7 "switches off when not connected to the rds docking station." There was no patient impact or consequence reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: masimo has reached out to the customer to request the return of the device. The product has not been returned to masimo to allow an analysis to be performed.  If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6).